Event description:
Clinical study. It was reported that 465 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The patient presented for treatment with an acute myocardial infarction. The index procedure treated a 3.0x7mm, 99% stenosed lesion in the proximal left anterior descending artery (prox lad) with predilation and placement of a taxus express2 3.0x12mm drug eluting stent. The procedure also treated 3.0x8mm, 90% stenosed lesion in the ramus intermedius artery with predilation and placement of a taxus express2 3.0x12mm drug eluting stent. The patient was discharged 7 days later on aspirin and plavix. At 465 days post index procedure, a follow-up angiography showed 80% short focal stenosis at the distal edge of the 3.0x12mm taxus study stent in the prox lad. The patient was asymptomatic. The two focal stenosis at mid lad, which were found to be 50% at index procedure, were slightly progressive to 60%. The 3.0x12mm taxus study stent in the ramus looked good without restenosis. The ostium of left circumflex (lcx) and the ostium of the first obtuse marginal branch (om1), which were judged to be 50% narrowed at index procedure, were slightly progressive to 60-70%. It was decided to treat the three lad stenosis and leave the stenosis of lcx and om1. Two separate 3.0x12mm non-bsc stents were placed into the two stenosis in the mid lad and a 3.0x8mm non-bsc stent was placed in the prox lad, distally overlapping with the taxus study stent. The final result of lad was good. No further event was reported. The patient was discharged the next day. Because of the ostial lesions in the lcx and marginal branch, and the diffuse atherosclerosis of rca and main stem, another coronary angiography was scheduled within one year. The physician assessed the device relationship of this event as possibly.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.